Event description:
The pt was implanted with a vented electric (ve) lvad in 2002. In 2003, the hosp reported that the pt's lvad beat rate in the auto mode suddenly dropped to 40 bpm. The pt's blood pressure dropped to a mean of 40 mmhg and the pt collapsed, but regained consciousness after the situation was corrected. No neurological sequelae detected. The perfusionist switched the pt to pneumatic acutation at 77 bpm, immediately restoring blood pressure to mean of 80mmhg. Several hours after pneumatic actuation, the pneumatic drive console developed pressure problems, which resulted in a subsequent drop in map. The pt was switched back to electric actuation and was at 40 pbm in the auto mode. The perfusionist started manipulating the lvad pecutaneous lead, and after 5 minutes, suddenly the alarm disappeared and the ve lvad subsequently reverted back to normal operation in auto mode with good blood pressures. X-ray's of lvad percutaneous lead were made and send digitally via e-mail to the MFR for eval. The pt was supported on electric actuation without further issues until being transplanted 8 days later.